Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported error and replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate the customer reported complaint, however, did confirm the event occurred. When the generator was installed into an in-house test system and a synchro seal instrument was connected , the unit functioned properly with no faults found. The instrument performed properly without any issues observed. Failure analysis noted an electrical and fiberoptic defect. The root cause of the issue was attributed to a component failure. A review of the site's complaint history identified no other complaints for this product. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). The logs pointed to a non-recoverable fault. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to the erbe generator (another electrosurgical unit) after the start of the procedure due to the e-100 generator not functioning properly. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the e-100 electrosurgical unit generated an error message of "connect power cable". The intuitive surgical inc. Technical support engineer (tse) reviewed the logs but, did not identify any errors that pointed to the reported issue. The caller (biomed) confirmed the power led (light-emitting diode) was solid orange/amber. Tse instructed the caller to power cycle the e-100, however, the caller stated the e-100 would not power off. Tse guided the caller through additional troubleshooting steps to powering off the unit, however, the e-100 remained on. The caller mentioned that the e-100 power button led was briefly a solid red; which tse noted, pointed to a non-recoverable fault of the e-100. When another power cycle (using the power cable) was performed and a vessel sealer cable was connected to the e-100 unit, the vessel sealer instrument was not recognized and could not be used. However, when the vessel sealer cable was connected to the erbe generator, the vessel sealer instrument functioned properly without issue. The procedure was completed as planned with no reported injury. Multiple follow-up attempts were performed to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On 19-apr-2022, intuitive surgical, inc. (Isi) received additional information from the customer: following the alleged issue, it was confirmed that the operating room team connected with an erbe generator. There was no patient harm, adverse outcome, or injury reported. The hospital declined to provide patient information.

Event description:
Refer to h10/h11 for follow-up information.